Event description:
According to the reporter, the patient visited the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The patient's blood glucose level reached over 250 mg/dl. The patient reported that the op5 controller ceased operation, leading to the discontinuation of insulin delivery. The patient restarted the controller however it would only vibrate intermittently. The patient reported that the controller does not display the charging symbol when plugged in with the supplied charging cord. The patient reported a kidney infection, shortness of breath and muscle cramps. The patient was diagnosed with hyperglycemia and treated with a liquid diet, intravenous fluids and an insulin drip. The patient was discharged from the ER the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.